Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital with elevated ldh and a subtherapeutic inr (international normalized ratio). Upon interrogation of the device, 2 pump off alarms were noted on (B)(6) 2020. There were also multiple low voltages noted. There were also found 2 low speed advisories. It was recommended that x-rays be taken to confirm a driveline fracture. It was reported that the patient was noncompliant with medications which attributed to the hemolysis. A computerized tomography scan was taken to confirm hemolysis. The patient was treated with pipryridamole and plavix. The patient was stable and were waiting on diagnosis tests to reassess. The site was in the process of taking x-rays and put the patient on an ungrounded cable until the results.

Manufacturer narrative:
Section b5: additional information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was treated for the elevated ldh (lactate dehydrogenase), with several days of integrellin, until back to baseline, the patient was then placed on a heparin bridging while up titrating coumadin. The patient had no surgical options due to high level of non-compliance.

Manufacturer narrative:
Manufacturer's investigation conclusion: although the low speed and pump stop events captured in the submitted log file appear consistent with a potential driveline wire issue, the specific root cause could not be determined through this investigation. Additionally, a direct correlation between the device and the reported elevated lactate dehydrogenase (ldh) could not be determined. The patient remains ongoing on ventricular assist device support and no further issues have been reported at this time. Hemolysis is listed as an adverse event that may be associated with the use of heartmate ii left ventricular assist system and information regarding how to monitor and respond to such events can be found in the heartmate ii instructions for use (IFU). The heartmate ii left ventricular assist system IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond. No further information was provided. The manufacturer is closing the file on this event.